Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the customer's report was observed. However, the device was returned to zoll medical canada for further evaluation and the device was put through extensive testing without duplicating the report. The multifunction cable (mfc) and mfc connector were replaced as a precaution. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.